Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 500cc and suffered from a rupture on the right side. As a result, the patient had undergone removal on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient experienced ptosis and had undergone bilateral replacement of implants with 300 ml silicone gel implants. A photo of the device was received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/9/2021, mentor became aware that device explantation code was missing in the initial report. In addition, the actual section d6b is (B)(6) 2021. Manufacturer¿s reference number: (B)(4) on 8/9/2021, mentor became aware that device explantation code was missing in the initial report. In addition, the actual section d6b is (B)(6) 2021.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2021. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. The evaluation of the impacted product was completed by the failure analysis lab on (B)(6) 2021. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in three parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of 0.1 cm of the tear in the implant. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4) on (B)(6) 2021 mentor became aware that it erroneously omitted bilateral breast pain from the follow up report number 2. See 1645337-2021-10417 for contralateral prosthesis report. The devices were replaced with 300cc silicone implants with explant.